Event description:
The complainant alleged that during routine testing by a biomed that the device displayed an "error 70" message while attempting a 200 joule self test. The complainant indicated there was no pt involvement with this reported incident.